Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother called to report a motor error alarm, a no delivery alarm, and high blood glucose readings. The customer's blood glucose reading was 500 mg/dl. The caller performed troubleshooting but did not find any problems with the insulin pump. Nothing was replaced or returned.